Manufacturer narrative:
(B)(4). Date sent: 8/9/2023. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: the impact of ineffective esophageal motility on patients undergoing magnetic sphincter augmentation. Authors: george n. Baison, md,* anee s. Jackson, md,* candice l. Wilshire, md,* reginald c. W. Bell, md,¿ veronica lazzari, md,¿ luigi bonavina, md,¿ shahin ayazi, md,§ blair a. Jobe, md,§ sebastian f. Schoppmann, md,¶ colin p. Dunn, md,// john c. Lipham, md,// christy m. Dunst, md,** alexander s. Farivar, md,* adam j. Bograd, md,* and brian e. Louie, md*. Citation: annals of surgery (april 2023);277(4):e793-e800. Doi: 10.1097/sla.0000000000005369. The aim of this multicenter, retrospective case-control study is to describe and evaluate the clinical outcomes after magnetic sphincter augmentation (msa) in patients with iem and to identify characteristics that may identify patients with iem in whom msa would be contraindicated. Between 2012 and 2017, a total of 210 patients underwent msa, involving 7 institutions in north america and europe. Among these, 105 patients [65 male and 40 female; mean age of 49.5 (15.9) years; mean bmi of 26.3 (3.7)] with ineffective esophageal motility (iem) were matched with the control group (non-iem group) of 105 patients (61 male and 44 female; mean age of 51.8 (14.1) years; mean bmi of 26.9 (3.6)]. Msa was performed using linx reflux management system (torax/ethicon, johnson & johnson, shoreview, mn). Reported complications include new onset/persistent dysphagia (n=?), persistent/ recurrent reflux symptoms (n=9), recurrent hiatal hernia (n=2), and msa erosion (n=2). In conclusion, patients with iem undergoing msa demonstrate improved quality of life and reduction in acid exposure. Key differences in iem patients include lower rates of objective gerd resolution, lower resolution of existing dysphagia, higher rates of new onset dysphagia and need for dilation. Gerd patients with iem should be counselled about these possibilities.